Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. Additionally it was noted that there was grommet damage.

Event description:
It was reported that the device was sensing difficulties and pacing inappropriately. The physician suspected a quality issue of the pacemaker, so the device was explanted and replaced. No patient complications have been reported as a result of this event.